Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the bone in the area of the manubrium was split by an inserted screw. The screw is reported to be a self-drilling screw of the titanium sternal fixation system; however, the exact part number and lot number are unknown. The split is approximately 3mm wide and reaching almost half of the manubrium. No revision surgery necessary, because the patient is well. This report is for an unknown screw. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
This report is for one unknown self-drilling screw of the titanium sternal fixation system. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.